Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.75mm x15mm nc emerge balloon catheter was selected for use to dilate the lesion. However, the balloon ruptured at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported.